Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customer stated that their blood glucose level was not impacted at the time of the event, however they stated that it would be affected since they are unable to load a cartridge on the pump due to the malfunction. Reportedly, the customer would use manual injections as alternate insulin therapy.